Event description:
On 9/13/95 nurse noted blood in iabp line of a 59-yr-old female pt who was status post coronary artery bypass surgery. Pt returned to the operating room for removal and replacement of iabp catheter. The catheter was returned to the MFR for evaluation. The conclusion was that the damage noted is consistent with that known to occur when a balloon catheter is used in the presence of intra-aortic plaque.